Manufacturer narrative:
Device and initial implantation details unavailable as of the date of this report, this report is filed on november 21, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. Re-implantation is planned but has not taken place as of the date of this report november 21, 2016.